Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing unexpected elevated blood glucose level lately; levels have reached up to 300 mg/dl; has not had to visit ER. Caller alleges pump insulin delivery is inaccurate. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.